Manufacturer narrative:
The service engineer (se) reported that the appearance of the manifold was visually checked, and it was confirmed that there were no scratches, breaks that could affect use of the device. The se then connected the manifold to a v60 ventilator, and oxygen was provided with a high-pressure oxygen cylinder changing the concentration in 10% increments, from 21% to 100%, and then 100% to 21%. The se then reported that there was no abnormality in the supply of oxygen and oxygen was able to be provided properly. The se then performed an operational check, and the supply of oxygen from the cylinder was stopped intentionally, this caused the device to display an "oxygen not available" alarm. It was then noted that when the supply of oxygen was resumed, the error was canceled. This was performed three times per a supply port, and there was no occurrence of an error, and the manifold behaved properly as to all the three supply ports. The se then connected three cylinders to the three supply ports; oxygen from the center port was stopped then it was confirmed that the supply source was switched to one of the left and right cylinder ports; when supply of oxygen from the center port was resumed, it switched to the center port. The se determined that the manifold was in normal status and suggested that the cause for the reported issue may have been a failure occurring in the oxygen supply source or the surrounding environment. The se reported that no abnormality was observed in the manifold, and the device would be returned to the sales office.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had an oxygen failure with the o2 manifold kit. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a gas flow that did not come out, even though the power was turned on. It was noted that a medical engineer instructed the user to check the connection on the oxygen tube and to reconnect it. The user reported that the issue had reoccurred. The device was then checked by the medical engineer; it was reported that the issue could not be reproduced. A request was made by the user to have the device evaluated and the issue investigated. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number:(B)(6).